Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with the duckbill partially detached from the sleeve causing the duckbill remains opened and leading leak issues. One potential cause for the damage found may be the snagging of an instrument during insertion. A leak testing was performed and the device was noted to leak without the test probe inserted. Please note that an investigation has been initiated to address the potential root cause of the duckbill out of position issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked from the valve when a forceps was removed in about 30 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.